Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08725 inches. The insulin pump was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose of 992mg/dl on (B)(6) 2016. The customer was hospitalized due to urinary tract infection. The troubleshooting could not be completed due to it being a past event. No additional information was provided. The customer stated that they were given antibiotic by IV as the outcome of hospitalization. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.